Event description:
The suspect device result was 452 mg/dl. The user went to the hosp and their glucose was tested at 106 mg/dl. Controls were not used. No treatment alleged. The device was replaced and requested to be returned for eval.